Event description:
It was reported that this patient was seen in the emergency room where the details were lacking, however it appeared that noise might have been oversensed on this right ventricular (rv) lead that caused an inappropriate shock to be delivered. The physician suggested a lead revision and fitted the patient with a life-vest in the meantime. The lead remains in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was seen in the emergency room where the details were lacking, however it appeared that noise might have been oversensed on this right ventricular (rv) lead that caused an inappropriate shock to be delivered. The physician suggested a lead revision and fitted the patient with a life-vest in the meantime. The lead remains in-service at this time. No additional adverse patient effects were reported. Additional information was received and this rv lead has been surgically abandoned. No additional adverse patient effects were reported.